Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches"), vaginal infection ("vaginal infection") with vaginal discharge and fatigue ("fatigue."). The patient was treated with surgery (hysterectomy and removal of the essure device). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, headache, vaginal infection and fatigue outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, headache, vaginal infection and fatigue to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2005: hysterosalpingogram result was satisfactory placement both coils,full occlusion. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 12 years after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention was required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 12 years after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, a causality between these events and the suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention was required). Other non-serious events were reported. A product technical analysis resulted in an unconfirmed quality defect, as batch number and complaint sample were not available. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma since 2000. Concomitant products included fluticasone propionate (flonase) since (B)(6) 2005, ibuprofen, meclozine (meclizine) since (B)(6) 2007, paracetamol (tylenol), ranitidine hydrochloride (zantac) and salbutamol (ventolin) since (B)(6) 2005. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, 1 month 5 days after insertion of essure (ess205), the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2005, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2006, the patient experienced headache ("headaches"), migraine ("migraines") and allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced rash ("rashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia / stabbing pain during intercourse"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue."), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss."), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), coital bleeding ("abnormal post intercourse bleeding") and nausea ("nausea"). The patient was treated with surgery (hysterectomy and removal of the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, headache, vaginal infection, fatigue, urinary tract infection, rash, bladder disorder, urinary tract disorder, migraine, allergy to metals, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, menorrhagia, tooth disorder and nausea outcome was unknown and the dyspareunia, abdominal pain and coital bleeding had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2005: satisfactory placement both coils,full occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Updated suspect drug indication. Events urinary tract infection, rashes, bladder disorder, urinary tract problems, migraines, nickel allergy, weight gain, gastrointestinal or digestive system condition, hair loss., vaginal bleeding, menorrhagia, dental problems, abdominal pain, nausea and post during intercourse added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/electric type shocking pain on my left side/ pain'), device dislocation ('left essure has migrated'), genital haemorrhage ('excessive bleeding/bleeding'), diverticulitis ('diverticulitis'), uterine haemorrhage ('abnormal uterine bleeding') and asthma ('asthma and most of time it came out') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * position of the left essure device is category two position of the right essure device falls at the borderline between category one CT scan: showed diverticulitis and inflammation of colon. CT scan: coil are in place. Cystoscopies: nothing found in bladder. Uterine biopsy: negative. Urine test: negative for uti. Dye test : both tubes completely blocked. Previously administered products included for an unreported indication: ortho tri-cyclen from 2000 to 2005. Concurrent conditions included asthma since 2000, left lower quadrant pain, urinary frequency, dysuria, uterine fibroids (small polyp), vaginal burning sensation, vaginal bleeding, diverticulitis and colitis. Concomitant products included corticosteroid nos since (B)(6) 2005, ibuprofen, meclozine (meclizine) since (B)(6) 2007, paracetamol (tylenol), ranitidine hydrochloride (zantac) and salbutamol since (B)(6) 2005. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and urinary tract infection ("urinary tract infection"), 1 month 5 days after insertion of essure (ess205). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"). In (B)(6) 2005, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition") and abdominal distension ("bloating from the surgery/bloated up end of the day"). In (B)(6) 2006, the patient experienced allergy to metals ("nickel allergy") with pruritus. In (B)(6) 2006, the patient experienced rash ("rashes"). In (B)(6) 2006, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2007, the patient experienced tooth fracture ("dental problems/ 5 crown for cracked teeth and now my front teeth are crumbling"). In (B)(6) 2011, the patient experienced alopecia ("hair loss."). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), colitis ("inflammation of colon"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia / stabbing pain during intercourse/ very little sex during last few yrs"), fatigue ("fatigue/still have ot of fatigue"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), abdominal pain ("abdominal pain"), coital bleeding ("abnormal post intercourse bleeding"), nausea ("nausea"), feeling abnormal ("bouts of that something/bouts of it is in clusters/brain fog"), weight fluctuation ("weight has not changed by more than a few pound but ther is difference"), procedural pain ("4 week post op and was having pain like that"), breast pain ("horrible breast pain"), haematuria ("had blood in my urine for years"), back pain ("back pain/low back pain"), arthralgia ("joint pain/hip pain"), pelvic discomfort ("I get pressure"), postmenopausal haemorrhage ("postmenopausal but had some bleeding a few weeks ago"), dyspepsia ("get severe heart burn and reflux. At night it ended up felt on my back it comes up so bad that I about to aspirate"), oropharyngeal pain ("sore throat"), upper respiratory tract infection ("upper respiratory tract infection"), asthma (seriousness criterion hospitalization), dyspnoea ("I am constatntly shortness of breath"), vertigo ("vertigo"), gastrointestinal pain ("pain is coming from inflamed bowel") and pruritus ("itched liked crazy"). The patient was treated with five crowns and surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal o). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and breast pain had resolved, the device dislocation, genital haemorrhage, diverticulitis, uterine haemorrhage, colitis, dysmenorrhoea, menstrual disorder, headache, vaginal infection, urinary tract infection, rash, bladder disorder, urinary tract disorder, migraine, allergy to metals, weight increased, gastrointestinal disorder, alopecia, tooth fracture, nausea, abdominal distension, feeling abnormal, weight fluctuation, procedural pain, haematuria, pelvic discomfort, postmenopausal haemorrhage, dyspepsia, oropharyngeal pain, upper respiratory tract infection, asthma, dyspnoea, vertigo, gastrointestinal pain and pruritus outcome was unknown, the fatigue, abdominal pain and back pain had not resolved and the coital bleeding and arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, asthma, back pain, bladder disorder, breast pain, coital bleeding, colitis, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, fatigue, feeling abnormal, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, haematuria, headache, menorrhagia, menstrual disorder, migraine, nausea, oropharyngeal pain, pelvic discomfort, pelvic pain, postmenopausal haemorrhage, procedural pain, pruritus, rash, tooth fracture, upper respiratory tract infection, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vertigo, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: satisfactory placement both coils,full occlusion. Ultrasound scan - on an unknown date: results: lt coil could not be located. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs received- outcome of pelvic pain changed from not recovered to recovered. Outcome of vaginal haemorrhage, menorrhagia updated to recovered. Historical drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/electric type shocking pain on my left side"), device dislocation ("left essure has migrated"), genital haemorrhage ("excessive bleeding/bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and asthma ("asthma and most of time it came out") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma since 2000, left lower quadrant pain, urinary frequency, dysuria, uterine fibroids (small polyp), vaginal burning sensation, vaginal bleeding, diverticulitis and colitis. Concomitant products included fluticasone propionate (flonase) since (B)(6) 2005, ibuprofen, meclozine (meclizine) since (B)(6) 2007, paracetamol (tylenol), ranitidine hydrochloride (zantac) and salbutamol (ventolin) since (B)(6) 2005. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, 1 month 5 days after insertion of essure (ess205), the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2005, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2006, the patient experienced headache ("headaches"), migraine ("migraines") and allergy to metals ("nickel allergy") with pruritus. On (B)(6) 2012, the patient experienced rash ("rashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia / stabbing pain during intercourse/ very little sex during last few yrs "), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue/still have ot of fatigue"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss."), tooth fracture ("dental problems/ 5 crown for cracked teeth and now my front teeth are crumbling"), abdominal pain ("abdominal pain"), coital bleeding ("abnormal post intercourse bleeding"), nausea ("nausea"), abdominal distension ("bloating from the surgery/bloated up end of the day"), feeling abnormal ("bouts of that something/bouts of it is in clusters/brain fog"), weight fluctuation ("weight has not changed by more than a few pound but ther is difference"), procedural pain ("4 week post op and was having pain like that"), breast pain ("horrible breast pain"), haematuria ("had blood in my urine for years"), back pain ("back pain/low back pain"), arthralgia ("joint pain/hip pain"), pelvic discomfort ("I get pressure"), postmenopausal haemorrhage ("postmenopausal but had some bleeding a few weeks ago"), dyspepsia ("get severe heart burn and reflux. At night it ended up felt on my back it comes up so bad that I about to aspirate"), oropharyngeal pain ("sore throat"), upper respiratory tract infection ("upper respiratory tract infection"), diverticulitis ("diverticulitis"), colitis ("inflammation of colon"), asthma (seriousness criterion hospitalization), dyspnoea ("I am constantly shortness of breath"), vertigo ("vertigo"), gastrointestinal pain ("pain is coming from inflamed bowel") and pruritus ("itched liked crazy"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal o). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, abdominal pain and back pain had not resolved, the device dislocation, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, menstrual disorder, headache, vaginal infection, urinary tract infection, rash, bladder disorder, urinary tract disorder, migraine, allergy to metals, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, menorrhagia, tooth fracture, nausea, abdominal distension, feeling abnormal, weight fluctuation, procedural pain, haematuria, pelvic discomfort, postmenopausal haemorrhage, dyspepsia, oropharyngeal pain, upper respiratory tract infection, diverticulitis, colitis, asthma, dyspnoea, vertigo, gastrointestinal pain and pruritus outcome was unknown, the dyspareunia, coital bleeding and breast pain had resolved and the arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, asthma, back pain, bladder disorder, breast pain, coital bleeding, colitis, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, fatigue, feeling abnormal, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, haematuria, headache, menorrhagia, menstrual disorder, migraine, nausea, oropharyngeal pain, pelvic discomfort, pelvic pain, postmenopausal haemorrhage, procedural pain, pruritus, rash, tooth fracture, upper respiratory tract infection, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vertigo, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: satisfactory placement both coils,full occlusion ultrasound scan - on an unknown date: lt coil could not be located position of the left essure device is category two position of the right essure device falls at the borderline between category one. CT scan: showed diverticulitis and inflammation of colon. CT scan: coil are in place. Cystoscopies: nothing found in bladder. Uterine biopsy: negative. Urine test: negative for uti. Dye test : both tubes completely blocked . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as abdominal pain, left essure has migrated, pain is coming from inflammed bowel, vertigo, I am constantly shortness of breath, asthma and most of time it came out, inflammation of colon, diverticulitis, upper respiratory tract infection, sore throat, get severe heart burn and reflux. At night it ended up felt on my back it comes up so bad that I about to aspirate, postmenopausal but had some bleeding a few weeks ago, I get pressure, joint pain/hip pain, back pain/low back pain, had blood in my urine for years, horrible breast pain, itched like crazy, 4 week post op and was having pain like that, weight has not changed by more than a few pound but ther is difference, bouts of that something/bouts of it is in clusters/brain fog, bloating from the surgery/bloated up end of the day, lower abdominal pain/ cramps. Relevant lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma since 2000, left lower quadrant pain, urinary frequency, dysuria, uterine fibroids, vaginal burning sensation and vaginal bleeding. Concomitant products included fluticasone propionate (flonase) since (B)(6) 2005, ibuprofen, meclozine (meclizine) since (B)(6) 2007, paracetamol (tylenol), ranitidine hydrochloride (zantac) and salbutamol (ventolin) since (B)(6) 2005. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, 1 month 5 days after insertion of essure (ess205), the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2005, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2006, the patient experienced headache ("headaches"), migraine ("migraines") and allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced rash ("rashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia / stabbing pain during intercourse"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue."), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss."), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), coital bleeding ("abnormal post intercourse bleeding") and nausea ("nausea"). The patient was treated with surgery (hysterectomy and removal of the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, menstrual disorder, headache, vaginal infection, fatigue, urinary tract infection, rash, bladder disorder, urinary tract disorder, migraine, allergy to metals, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, menorrhagia, tooth disorder and nausea outcome was unknown and the dyspareunia, abdominal pain and coital bleeding had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: satisfactory placement both coils,full occlusion position of the left essure device is category two position of the right essure device falls at the borderline between category one ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Event abnormal uterine bleeding was added. Concomitant , historical drugs & condition are added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.